Event description:
It was reported that pump battery depleted too quickly and pump would not stay charged. There was no reported impact to the customer¿s blood glucose level. Customer requested follow-up, and technical support planned to contact customer for additional information, but no additional information was received regarding the outcome of the event.